Event description:
The customer reported the mattress on the progressa bed would not fully inflate, especially in the foot section, putting the patient at an increased risk for developing pressure sores. The patient had one pressure sore at the time of the initial report, but it was unknown if the pressure sore was pre-existing and no additional information was provided. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer reported the mattress on the progressa bed would not fully inflate, especially in the foot section, putting the patient at an increased risk for developing pressure sores. The patient had one pressure sore at the time of the initial report, but it was unknown if the pressure sore was pre-existing and no additional information was provided. Follow up information was obtained from the patient¿s caregiver. The patient in this event is a 74-year-old male with a medical history of spinal cord injury, which left the patient paralyzed from the neck down. The progressa bed was delivered to the patient's home in may 2022 and since that time the mattress has not inflated properly, and the rotation feature has not worked. The patient's wife notified the patient¿s health care team and the va of these issues several times over the past several months with no resolution. Per the patient's caregiver, the patient currently has a sacral and left ischial pressure ulcer. The caregiver could not recall when the pressure ulcers were initially diagnosed but stated they have been present since the patient started using the progressa bed in his home. The stage of the pressure ulcers was unknown by the caregiver, but at one point, bone was exposed, and the patient developed a bone infection that required treatment with IV antibiotics. The pressure ulcers are ongoing and improving, and the wound care team continues to see the patient. Details of treatment information was not reported. The patient is repositioned every 2 hours and positioning cushions are used. The bed was repaired by hillrom and is currently working properly. The patient¿s caregiver is satisfied with the functionality of the bed since the repair was performed. No additional information was provided.the progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa therapy surface has a microclimate management (mcm) topper that operates continuously while the patient is on the bed and helps decrease localized heat and moisture buildup that occurs between the patient and the surface. The progressa pulmonary surface features are the same as the progressa therapy surface, with the addition of rotation, percussion and vibration, and opti-rest features. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Additionally, the device IFU states the service required indicator illuminates when the bed detects a malfunction. The facility maintenance department should be contacted for assistance.the hillrom service technician inspected the bed and found the wrench light (service required indicator) was on. The mattress was flat because the mattress hose was not connected to the bed. The technician reconnected the mattress to the bed and the mattress inflated properly. The mattress also would not go into rotation mode due to the bed not showing all siderails were up. The siderail sensor was found to be out of position on the right intermediate siderail. Instructions for use state ¿rotation therapy will be suspended when any siderail is lowered. To restart rotation ¿ raise siderail to the up and locked position.¿ the technician repositioned the siderail sensor and the bed acknowledged all siderails were raised up and the mattress rotation functioned properly. Although the stage of the pressure ulcers was unknown, exposure of bone would be categorized as a stage 4 pressure ulcer. A stage 4 pressure ulcer often requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and therefore meets the definition of a serious injury. Additionally, the caregiver was unable to provide the date of diagnosis of the pressure ulcers in relation to when the patient began using the progressa bed in the home. Inspection of the device by hillrom confirmed the wrench light was illuminated indicating the bed detected a malfunction and maintenance was required. The bed provided appropriate notification to the user of a situation that required attention.¿based on this information, no further action is required.¿